Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the balloon could not be retrieved and it failed to deflate upon contrast withdrawal by the physician. The physician removed the balloon from the microcatheter and replaced it with a new one. There was no patient injury. It was reported that the patient is under observation, with no further clinical changes.

Manufacturer narrative:
Additional information was provided in h6 and h11. Corrected information was provided in a1 (patient identifier) and e1 (country). The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications. Potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Precautions. After balloon preparation for use and prior to use, re-inflate to nominal volume and inspect for any irregularities or damage. Do not use if any inconsistencies are observed. The balloon catheter has a lubricious surface and should be hydrated prior to use. Once the balloon catheter is hydrated, do not allow it to dry. Exercise care in handling the balloon catheter to reduce the chance of accidental damage. With the exception of dimethyl sulfoxide (dmso), use of other organic solvents may damage the balloon catheter and/or coating on the surface. Take precaution when manipulating the balloon catheter in tortuous vasculature to avoid damage. Avoid advancement or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities or existing devices may damage the balloon catheter and potentially affect its insertion or removal. Excessive torque applied to the syringe might result in damage to the scepter hub assembly. Directions for use (refer to diagram for reference) 1. Attach a rotating hemostatic valve (rhv) to the guidewire lumen of the balloon catheter. Set up a continuous saline flush line and connect it to the sidearm of the rhv. 2. Choose appropriate guiding or diagnostic catheter. Attach a rhv to the proximal hub of the guiding or diagnostic catheter. To prevent backflow of blood into the lumen of the catheter, connect the continuous saline flush line to the sidearm of the rhv. 3. Open the rhv on the hub of the guiding or diagnostic catheter and introduce the balloon catheter/guidewire into the guiding catheter using the introducer sheath. Carefully advance the balloon catheter/guidewire to the guiding catheter distal tip. After the balloon catheter/guidewire reaches the tip of the guiding catheter, remove the introducer from the balloon catheter shaft by retracting the introducer from the rhv and peeling off the introducer. Advance the balloon catheter through the rhv. 4. Advance the balloon catheter and guidewire to the desired location in the vasculature using fluoroscopic visualization. Carefully tighten the valve of the rhv around the balloon catheter to prevent leakage from the rhv. The rhv should still allow for balloon catheter advancement after tightening. Warning: do not over-tighten the rhv around the balloon catheter. Over-tightening could delay balloon inflation and deflation. Warning: do not advance the balloon catheter or guidewire against resistance. If resistance is felt, assess the source of resistance using fluoroscopic means. 5. Attach a 2-way stopcock to a 1cc syringe filled with appropriate contrast solution. Prime the 2-way stopcock so that no air is present. Slowly inflate the balloon to the recommended volume to achieve the desired diameter as described in table 3. Warning: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Warning: always inflate and deflate the balloon while visualizing under fluoroscopy to ensure patient safety. 6. After inflation, lock the stopcock if desired. 7. If desired, remove the guidewire from the balloon catheter and prepare per the respective diagnostic or therapeutic agent IFU(s) for delivery through the guidewire lumen. Warning: excessive pressure higher than 700psi (4826kpa, 47.6atm) may cause leakage or rupture of the guidewire lumen. 8. When deflating balloon, use fluoroscopy to ensure complete deflation prior to removal. See table 1 for respective deflation times. After procedure is complete, slowly remove the balloon catheter and guidewire.

Event description:
See h11.